Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. Upon review, it was noted that the left ventricle lead exhibited failure to capture. X-ray revealed that the lead was dislodged. The lead was explanted and replaced. Patient was stable.